Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "we had a miniloc port access kit from bard used on thursday last week and one side of the "y" was not actually connected." No other information was provided.

Event description:
It was reported by healthcare professional "we had a miniloc port access kit from bard used on thursday last week and one side of the "y" was not actually connected." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached extension tube was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set with y-site. Light usage residues were observed and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. The proximal extension tubing was completely detached from the y-site. Microscopic inspection of the distal end of the proximal extension tubing revealed a glossy striated surface typical of a sharp instrument cut. Inspection of the y-site revealed no tubing fragment. Tactile inspection of the sample did not reveal any tensile weakness. Inspection of the extension tubing and y-site using an ultraviolet light revealed a small amount of adhesive residue on the distal end of the tubing. No adhesive residue was observed within the y-site orifice. The observed detachment appeared to be the result of insufficient adhesive at the tubing/y-site joint. It appeared that inadequate adhesive was applied during the assembly process. The device is a supplied component and the supplier has been notified of this event. A batch history review (bhr) of (B)(4). Showed no other similar product complaint(s) from this batch number h3 other text : evaluation findings are in section h.11